Event description:
Alleged overinfusions. Hosp reported that there were three cases of alleged significant over infusion, in one case med intervention was required (narcan given as a reversal). No info on the drugs involved was given nursing staff have checked all calculations at the time and have excluded user error in these incidents. It is suspected that there was tampering with the devices by a member of staff. The over infusions were reported to be between no faults were found. Devices put back into service at the hosp. All pts were terminal cancer pts on the oncology wards. No long term injury reported and subsequent pt deaths not attributed to alleged incidents. File closed as tampering.

Manufacturer narrative:
H6: device evaluated at hosp med engineering dept and no faults found. Misuse of device (alleged tampering by staff). No device failure (evaluated at hosp).